Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for deployment difficulty. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been deployment of the angio-seal device in a calcified artery resulting in alleged slow blood flow. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the patient was having her left popliteal artery treated from the right common femoral artery. There was a chunk of calcium near the access site. The doctor was aware of it however, thought he could still utilize the angio-seal device. He deployed as normal and pulled back with a little more force than normal. He thought it was pulled back to the arteriotomy however as he went to tamp down it pulled back even more. He immediately realized that he had caught the chunk of calcium with the anchor. The patient returned on (B)(6) 2023 for treatment of the right popliteal and right common femoral. The patient still had blood flow past the calcium and the collagen in the artery, however it was just a little slower. The doctor was able to use lithotripsy and a drug coated balloon to push the collagen to the side. The patient had a great result and good flow down the femoral artery. The patient was stable. Additional information was received on 19jul2023: the procedure sheath size used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was plaque noted when the pre-deployment angiogram was performed. The procedure was completed successfully.

Manufacturer narrative:
D4: catalog number: unknown. D4: lot number: unknown. D4: expiration date: unknown due to unknown product code and unknown lot number. D4: UDI: unknown due to unknown product code and unknown lot number. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown product code and unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record could not be performed due to the product code and lot number being unknown.